Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 13. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.